Event description:
It was reported through a research article identifying xience v stent delivery systems that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "long-term safety and efficacy of the everolimus-eluting stent compared to first-generation drug-eluting stents in contemporary clinical practice." No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There was no reported device malfunction and the product was not returned. The reported patient effect of death is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article attached: long-term safety and efficacy of the everolimus-eluting stent compared to first-generation drug-eluting stents in contemporary clinical practice.